Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('punctured bladder while receiving catheter') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant) and bladder disorder ("bladder probs"). Essure treatment was not changed. At the time of the report, the bladder perforation and bladder disorder outcome was unknown. The reporter considered bladder disorder and bladder perforation to be related to essure. The reporter commented: tubal ligation, punctured bladder while receiving catheter. Failure to occlude of fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2019: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: bladder probs, punctured bladder while receiving catheter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and bladder perforation ('punctured bladder while receiving catheter') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder probs/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), device dislocation ("migration of essure device"), dysmenorrhoea ("dysmenorrhea (cramping),") and adnexa uteri pain ("ovarian pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder perforation, bladder disorder, urinary tract disorder, device dislocation, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, bladder disorder, bladder perforation, device dislocation, dysmenorrhoea, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: tubal ligation, punctured bladder while receiving catheter. Failure to occlude of fallopian tubes. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in 2014: unilateral occlusion (right tube occluded), perforation (uterus), migration of essure device. Essure procedure failed and need to seek other method. Imaging procedure - on (B)(6) 2019: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Corrected information: g5. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.